Event description:
The customer called about an error message that she had received while testing her blood glucose. While troubleshooting, she performed control tests and received results of 170 and 173 mg/dl. The normal control range was 95-130 mg/dl. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.